Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is hwc. This report is for one, unknown tfn nail. Part and lot numbers were not provided by reporter. (B)(4) for x-rays taken due to reported event. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. It was reported that the subject device will not be returned for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent revision surgery on (B)(6) 2015 due to a broken trochanteric fixation nail (tfn) system nail. The original date of implant of the tfn system is unknown. The tfn system hardware was removed and the patient was converted to a total hip replacement. The nail had broken at the level of the helical blade. The tfn hardware was removed without problem. The blade was intact when explanted. There was no surgical delay reported. This report is for one, unknown tfn nail. This report is 1 of 2 for (B)(4).